Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator. The patient's left ventricular lead had previously observed high capture thresholds. The lead was capped and replaced on (B)(6) 2021, and the generator was changed out as well. The patient was in stable condition.